Event description:
The physician attempted closure of an arteriotomy site with the starclose device following an unk procedure. The device became stuck in the pt. The physician pressed the safety release button, however, the device would not release. Counter pressure was applied and the device was pulled. When the device released, it nicked the physician's glove and finger. Hemostasis was achieved with manual compression. No further info was provided.

Manufacturer narrative:
The device was not returned and there were no lot info. We were not able to perform device inspection or device history record review in this case.